Manufacturer narrative:
The device has been returned/received and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (chest), the pod's cannula was found to be dislodged and bent. The patient also felt nauseous and had diarrhea due to high bg levels and felt pain at the site. As treatment, a new pod was placed and the patient drank fluids.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find bent, kinked or damaged. During investigation, a burr was observed on the tip of the hard cannula. This burr was determined to have contributed to the reported pain during insertion. No damages or defects were observed on the needle mechanism components that would result in the needle becoming dislodged from the infusion site. The cause of the soft cannula dislodging from the infusion site could not be determined.